Event description:
It was reported that the patient presented to the emergency room with a pacing rate of 110 ppm. The device could not be interrogated. The patient's condition was good after the event.